Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 4 states, "do not attempt removal of a bone plug with the ultra-drive¿ handpiece. The jolting force often required for removal of a bone plug can cause unrepairable, permanent damage to the handpiece." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-07557 / 07558).

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Material analysis showed that both drills fractured nearly perpendicular to their shaft¿s longitudinal axis. Discoloration was noted on the extension, which is consistent with either a loose connection or multiple uses of the tool. The returned parts showed signs of a bending fatigue, which the parts are not designed for. There are warnings in the package insert that state that this type of event can occur: ¿do not force tool tips. Tools are to be guided, not forced.¿

Event description:
It was reported patient underwent a cement plug removal procedure on (B)(6) 2014. During the procedure, two disk drills fractured while removing a cement plug from the patient's femur. A fractured fragment remains in the patient. Cement was removed and a total hip system was implanted.